Manufacturer narrative:
Medtronic reference #: (B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air and that a straight lined cut was present in the cuff, causing the leak. It appears that the cut was caused by a sharp instrument. A review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process, prior to release for distribution. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. Instructions for use include warnings and cautions related to cuff inflation tests, pressure application, related to the cuff coming in contact with sharp objects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 'balloon' on the product did not inflate properly. The reported failure was found prior to use and there was no patient involvement.